Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a polaris ultra stent was to be used in a stone procedure for the kidney. During unpacking, it was found that the stent was fractured along the shaft. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Correction to block e1;initial reporter address 1, and, initial reporter city. Upon receipt at our quality assurance laboratory, this polaris ultra ureteral stent underwent a thorough analysis. Visual inspection of the device revealed that the stent shaft was detached in two parts. The positioner was returned for analysis, however, the suture was not returned. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the coil and is removed using excess force, the stent could get detached/separated during the preparation affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a polaris ultra stent was to be used in a stone procedure for the kidney. During unpacking, it was found that the stent was fractured along the shaft. The procedure was completed with another same device and there were no patient complications reported.